Event description:
Rn reports the spike of the transfer set broke off at the base of the set while spiking a new solution bag. Pt's tranfer set was changed and pt presented with peritonits. Pt was treated as an outpatient with ip antibiotics and is responding well to treatment at home.